Manufacturer narrative:
An asp field service engineer (fse) was dispatched to the customer site for the report of odor/smell. The fse found the sterrad 50 sterilizer was taken out of service. The fse identified the issue as a defective vacuum pump. He resolved the issue by replacing the vacuum pump assembly and the oil mist filter assembly. The fse performed system diagnostics and ran an empty chamber cycle. The system meets manufacturer specification.

Manufacturer narrative:
Date of manufacture: 4/28/2005. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and health hazard evaluation. The DHR (device history review) for sterrad 50 system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 50 did not reveal a trend for odor/smell failures. Trending analysis for odor/smell issues associated to the sterrad 50 found there is no significant trend. The hhe (health hazard evaluation) relating to odor/smell issues was reviewed and the risk is considered none/negligible. The root cause of this reported event was determined to be the vacuum pump that was replaced by the field service engineer. Follow-up information indicated that there was no oil mist present. Therefore, this complaint is determined to be not reportable.

Event description:
A customer reported odor/smells emitting from their sterrad 50 sterilizer. The user alleges nausea and dizziness due to the smell and odor; however, he did not seek medical attention. It is reported that the healthcare workers symptoms have resolved. An asp field service engineer (fse) was dispatched onsite to assess the unit.